Event description:
A healthcare professional alleged the customer was receiving low readings from her contour meter. The contour meter read 25 and 35 mg/dl, while another meter read 382 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to return product for evaluation. The meter was replaced at her insistence.